Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge and subsequently a minimum fill notification occurred. Customer successfully loaded a new cartridge onto the pump, and received an accurate fill estimate. Additionally, it was reported that the pump shut down unexpectedly. Reportedly, customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) level was 575 mg/dl. A correction bolus was delivered via an alternate pump to resolve bg.